Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was in the range of 24-400 mg/dl. Customer reported his pump is going the batteries. Customer reported that she just put in a battery and now it says failed battery test. Customer reported he is not sure why the pump is losing battery power customer performed the failed battery teat which was passed. Customer declined troubleshoot for no delivery. The insulin pump will be returned for analysis.